Event description:
It was reported this left ventricular (lv) lead exhibited high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).